Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: there was multiple unexplained power on reset events observed in the black box. There was no physical damage found to returned battery cap. The battery compartment was found to be cracked from threads to the case seal and corrosion was found in the battery compartment. The battery compartment was found to be leaking during a leak test. The returned battery cap tightly secured to the pump and was used to complete the 24 hour duration test. There were no power interruptions duplicated using the returned battery cap. The pump cover was removed; there was no evidence of internal moisture observed on the printed circuit board or internal components. Unrelated to the complaint, the display screen was found to be discolored. Also, unrelated to the complaint, the keypad buttons were found to be intermittently responsive to button presses. The keypad cover was removed; contamination was found under the button key contacts. Keypad is fully intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.